Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing revealed that the downstream occlusion sensor was the root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device evaluation found a malfunctioning downstream occlusion sensor. The event occurred during testing.